Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s ilet pump sleep/wake button was unresponsive to touch or press-and-hold, despite proper charging, device cleaning, case removal, and attempts to activate from various surfaces, and the user could access the lock screen when on the charger. Symptoms included no user interface response and no vibration feedback from the sleep/wake control. Outcomes included temporary use of the charger to operate the device and arrangement for device replacement, with no reported blood glucose impact, no injury, and no need for medical care. Investigation included guided troubleshooting, verification of device power and charging status, assessment of user technique and environmental factors, and confirmation that the control remained nonfunctional after a waiting period and case removal. Investigation of this device was confirmed and revealed a failure of the sleep/wake button component to respond to actuation consistent with a hardware malfunction of the user interface control. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the sleep/wake button.